Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the rotablator rotalink. Device analysis determined the condition of the returned device was consistent with the reported information. Microscopic and visual examination was done for the advancer, handshake connection, coil, sheath and burr. The sheath and coil were separated 3cm from the strain relief. The separated ends were stretched and jagged indicating the separation was due to tensile overload. The distal end of the device including the sheath, coil and burr were not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported via facility medwatch# mw5076902 that the burr became stuck in the lesion and the patient experience chest pain and electrocardiogram changes. The target lesion was located in a tortuous and calcified left anterior descending artery. A 1.25mm rotalink¿ plus was selected for use. During procedure, it was noted that the burr became lodged in the lesion and was unable to spin or dynaglide. The rota burr catheter was cut distal to the tip of the rota advancer and a guidezilla was advanced down to facilitate dislodging of the burr from the lesion. The bur was successfully dislodged and removed from the patient's body. The patient experienced chest pain and electrocardiogram changes and was admitted for observation. No further patient complications were reported and the patient's condition was fine.